Event description:
It was reported that the hcp stated the patient in an arctic sun device should reach targeted temperature (tt) of 33c in four hours, however the patient was still 36.9c. Water temperature (wt) was 5c, flow rate (fr) was 3lpm, 125kg patient with small pads and three universal added. They confirmed the patient was shivering. Explained this machine was functioning properly and need to get the shivering or heat generation under control. Perform diligent skin checks and checked under the pad for skin injury when doing the checks. Nurse stated that they followed shivering protocol, but patient continued to be above target and spoke with the customer this morning. There was 125kg patient with small pads and 3 universal pads. Explained there may not be enough pad coverage if there was no other cause of heat generation. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33c, water temperature (wt) was 19.8c, flow rate (fr) was 32.2lpm. Nurse thought that might be able to fit another universal pad over the belly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hcp stated the patient in an arctic sun device should reach targeted temperature (tt) of 33c in four hours, however the patient was still 36.9c. Water temperature (wt) was 5c, flow rate (fr) was 3lpm, 125kg patient with small pads and three universal added. They confirmed the patient was shivering. Explained this machine was functioning properly and need to get the shivering or heat generation under control. Perform diligent skin checks and checked under the pad for skin injury when doing the checks. Nurse stated that they followed shivering protocol, but patient continued to be above target and spoke with the customer this morning. There was 125kg patient with small pads and 3 universal pads. Explained there may not be enough pad coverage if there was no other cause of heat generation. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33c, water temperature (wt) was 19.8c, flow rate (fr) was 32.2lpm. Nurse thought that might be able to fit another universal pad over the belly. Per customer via phone on (B)(6) 2023, it was reported that the patient was a 39 year old female that weighed around 200 lbs. There was no impact to the patient and therapy was completed. The nurse says that there was no issue with the device, and only had questions about how long it was taking the patient to cool down.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.